Event description:
The facility rep reported depleted batteries after use. Although baxter attempted to obtain information, details were not available regarding additional information. The hospital rep stated that there were no reports of pt injury or medical intervention. No additional information is available.